Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. No unexpected screen is loosing visibility anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call damage to the insulin pump screen. The customer¿s blood glucose was 146 mg/dl at the time of incident. Customer stated that the insulin pump screen was cracked and could not see the display clearly. No significant events leading to the damage was observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.